Event description:
Information was received indicating that a smiths medical cadd-legacy® pca pump failed accuracy by +9.2%. There were no adverse effects reported.

Manufacturer narrative:
One used pump was received for investigation. A visual inspection revealed the device to be damaged. There were indications in the event history log that the operator performed three volume accuracy tests. The delivery accuracy tests performed during investigations found the pump to be over delivering the control limit specification but and within the published specification. The complaint was not confirmed.